Event description:
It was reported that during the initial implant procedure, the physician positioned the right atrial (ra) lead several times to find the optimal location for the patient. While clearing the blood/tissue from the ra lead tip, the helix became entangled with the fibers of the compress resulting in damage to the helix. The ra lead was replaced to resolve the event. The patient was in stable condition.